Manufacturer narrative:
(B)(4).

Event description:
It was reported that no low audio alerts occurred on the app. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.